Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was insulation damage on the rv lead due to lead being cut during a generator change out. The lead was capped and replaced. No patient complications have been reported as a result of this event.